Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date with competitor product. Subsequently, the patient was revised with biomet product on (B)(6) 2015 due to pain. During the procedure, it was noted the stem was too small after reaming the trial. A larger stem was utilized to complete the procedure.

Manufacturer narrative:
Evaluation of the returned device found no evidence of nonconformities and the implant meets specification as per drawing requirements affecting fit and function of part. Based on device history records review, the product was made to print and with the correct materials and this complaint is not verifiable as there were no problems found with the returned implant.